Event description:
Pt reported obtaining back-to-back blood glucose results of 117 mg/dl, 143 mg/dl, "lo" (< 10 mg/dl), and 114 mg/dl, while using the suspect device. Pt indicated that, at the time that the results were obtained, she was experiencing symptoms of hypoglycemia. Pt self-treated by drinking "sugar water." No injury was reported. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.